Event description:
A customer reported that a remstar heated humidifier device failure resulted in a thermal event. The device was returned to the manufacturer where initial evaluation confirmed thermal deformation and a void in the device enclosure. The customer reported that no harm or injury occurred. The investigation of the reported event has been completed. The investigation included: an evaluation of the device involved with the reported event, an assessment of product labeling, and a review of the device's complaint history. The device was returned to the manufacturer for evaluation where a technician confirmed evidence of fluid ingress inside the device's housing. Contaminants that appeared to be tap water evaporates and rust deposits were located throughout the device's internal compartment. The device's printed circuit assembly (pca) was similarly contaminated and showed evidence of corrosion, rust and thermal damage. The contaminant and subsequent corrosion are concluded to have occurred due to fluid ingress. The thermal event was caused due to corrosion of the circuitry on the pca. Based on the evidence of fluid ingress, the manufacturer concludes that the thermal event was caused by two forms of use error: the use of tap water in the humidifier tank, and improper care and handling of the device in a manner that resulted in the observed fluid ingress. A review of product labeling was performed to verify that product labeling contains appropriate and adequate guidance relative to use of distilled water with the device and care and handling of the device relative to fluid spills. Product labeling (ref. Remstar heated humidifier user manual, part number 1020426, revision 00, page 1) includes the following content related to use of distilled water and care and handling of the device, it recommends only distilled water to bured with the device; cautions user to drain and dry fluids spilled on the device prior to use, and not allow the water chamber to sit for any length of time after it has been filled with water.

Manufacturer narrative:
Method - complaint history review. A review of the device's complaint history for the previous four years ((B)(4) 2006 - (B)(4) 2010) was performed to determine if similar failure modes had previously resulted in an adverse event. The results of the review confirmed that there have been no deaths or injuries associated with this failure mode. Based on these findings, the manufacturer concludes that no further action is necessary.